Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed while performing I/a (irrigation and aspiration) during a cataract extraction procedure. The doctor was unable to clear the message by returning the footswitch to zero. However, when switched to vitrectomy mode, the message cleared. The case was completed by using an alternate system. There was no harm to the patient.